Event description:
The patient reportedly developed an infection. The patient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.